Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure stent damage occurred. The physician advanced the 2.75x16mm taxus liberte stent to the lesion in an unspecified artery and experienced difficulty crossing the lesion. During an attempt to cross the lesion the distal edge of the stent got stuck on the lesion and the stent edge flared. There were no pt complications. The device was removed and the procedure was completed with another 2.75x16mm taxus liberte stent. Pt status is reported as "good".

Manufacturer narrative:
(B)(4). Device eval: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).